Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the results of a clinical trial that following pre-dilatation of the target lesion with a pta balloon, vessel dissection was identified within the target lesion. There was no reported treatment for the dissection. The procedure was concluded with placement of a study device.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the device was not returned and images were not provided. However, medical records were provided. The target lesion was pre-dilated with a rival pta device. The pta device was inflated to a maximum pressure of 6atm with 50% residual stenosis noted. A 10mm dissection was noted within the target lesion. Based on the medical records, dissection of the vessel can be confirmed. However, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the reported device. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. To provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that following pre-dilatation of the target lesion with a pta balloon, vessel dissection was identified within the target lesion. There was no reported treatment for the dissection. The procedure was concluded with placement of a study device.